Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 17377052/17396642.

Event description:
It was reported that the patient had an infection at the ipg site. No further information has been obtained despite good faith efforts.